Event description:
An abbott employee reported a splash to the face while performing maintenance on the alinity s processing module. While cleaning the sample probe wash station with a brush, saline was sprayed off the brush, and droplets entered the employee¿s mouth. The employee flushed her oral cavity with water. The employee was treated for possible exposure to infectious material at the emergency department with an examination by the attending physician and routine bloodwork. There was no other further follow up. There was no further impact to patient management or user safety reported.

Manufacturer narrative:
The abbott ambassador reported that while performing a preventive maintenance procedure on the alinity s system, serial number (B)(6), saline residue was inadvertently sprayed into the oral cavity while cleaning the wash station: sample idh with a brush. The wash station: sample idh was determined to be the issue. Return testing was not completed as returns were not available. A review of the service history for (B)(6) identified no contributing factors to the current complaint and no additional occurrences related to saline residue being inadvertently sprayed into the oral cavity have been reported. A review of complaint and trending data for the alinity s processing module did not identify any similar issues for splashing as described in this complaint. Additionally, review of complaint and trending data associated with the wash station: sample idh (part number b-30103523-01) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity s processing module for serial (B)(6) or the wash station: sample idh was identified.

Event description:
An abbott employee reported a splash to the face while performing maintenance on the alinity s processing module. While cleaning the sample probe wash station with a brush, saline was sprayed off the brush, and droplets entered the employee¿s mouth. The employee flushed her oral cavity with water. The employee was treated for possible exposure to infectious material at the emergency department with an examination by the attending physician and routine bloodwork. There was no other further follow up. There was no further impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.